Event description:
It was reported non-sustained lead noise episode was observed on the patient while resting. Oversensing of myopotentials was observed on stored egms. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.